Manufacturer narrative:
The rv lead was discarded by the hospital and therefore will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed and resulted in the delivery of inappropriate anti-tachycardia pacing (atp). In addition, the pacing threshold measurements had also increased. An x-ray was performed and confirmed that the rv lead had dislodged. A revision was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.